Manufacturer narrative:
With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event of anemia and gastro-intestinal bleeding include the patient's use of therapeutic anticoagulant. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks that can include bleeding or anemia. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Device remains implanted.

Event description:
A report was received from the clinical database that a patient presented with dark stools and shortness of breath at a local hospital. The patient was noted to be anemic and was transfused with one unit packed cells. He was then transferred to a vad implanting hospital. An enteroscopy was performed and revealed no source of bleeding. The patient was transferred with a further two units of packed cells on (B)(6) 2016. Two days later on (B)(6) 2016, the patient was transfused with another unit of packed cells. An abdominal computerized tomography (CT), a colonoscopy and capsule study were all negative. The bleeding site was never found and the patient was discharged home. The event was reported to be a non-serious event and to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.